Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a battery longevity discrepancy. Premature battery depletion was suspected, as was a telemetry transmission issue. The patient had no symptoms. No further information was available.